Manufacturer narrative:
Event problem and evaluation codes: method: (process evaluation): device history record review, work order search. Results: (evaluation result): a review of the device history record was performed and nothing was found in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. A lens work order search was performed and no similar complaints were found within the work order. (B)(4).

Manufacturer narrative:
Collamer®ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Visual inspection of the returned lens showed more than half of a haptic and a piece of the optic was torn off and missing. (B)(4).

Manufacturer narrative:
Event problem and evaluation codes: method code (process evaluation): medical review. Results code (process result): per medical review - reportedly, the surgeon couldn`t position iol properly upon insertion due to patient anatomy issue (weak zonules to provide adequate lens support) requiring intraoperative lens removal. No reported problem with the lens or injector. Replacement iol surgery was scheduled for a different date. According to the report, dated on (B)(6) 2015, the event was related to the patient pre-existing ocular condition (weak zonules) and was not caused by a device. Seriousness is based on the information that eye was left aphakic after initial cataract surgery. (B)(4).

Event description:
The customer reporter the surgeon inserted the +22.5 diopter cc4204a collamer single piece lens in the patient's od and did not like the way the lens was positioned in the eye. The lens was removed without any patient injury and patient is scheduled to have a replacement lens implanted. The reporter stated the event was due the patient's weak anatomy and not related to the lens.